Manufacturer narrative:
Concomitant medical devices: dtpb2q1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into cardiac arrest and the clinician noted that the right ventricular (rv) lead exhibited ove rsensing and undersensing on stored electrograms (egm). It was noted that the sensing issues occurred during the time when the patient received cardiopulmonary resuscitation (CPR). The rv lead remains in use. No patient complications have been reported as a result of this event.